Manufacturer narrative:
Complaint conclusion: a 7mm x 30mm precise pro rx carotid self-expanding stent (ses) delivery system was unable to advance through a 6f 95cm non-cordis catheter. Upon removal of the 7mm x 30mm precise pro, a kink was observed on the delivery shaft. As a result, the stent was not deployed and there was no reported injury to the patient. Additional information was requested but was not provided. The product was returned for analysis. A non-sterile unit of precise pro rx us carotid system was received for analysis coiled inside of a clear plastic bag. Per visual analysis two severe kinked/bent conditions located approximately at 122 and 134 cm from the distal tip were noted. The hypotube presents a curved condition. The stent is partially deployed. The hemostasis valve was received tight closed. No other damages or anomalies were observed. Per dimensional analysis the stroke length of the stent delivery system was measured and verified. Dimensional analysis results were found within specification. Per functional analysis the insertion/withdrawn test of the precise into a sheath was not performed due to the condition of the unit. The hemostasis valve was unlocked of the stent delivery system. The stent deployment functionality test was initiated by retracting the outer sheath while holding the inner shaft in a fixed position. But the push rod did not travel toward the distal tip as expected and the stent was not able to be deployed. A product history record (phr) review of lot 18047798 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses ~ kinked/bent-in patient¿ and ¿stent delivery system (sds)-ses~ deployment difficulty - partial deployment¿ were confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. The reported ¿stent delivery system (sds)-ses ~ impeded - in patient¿ was not confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (although unknown) or procedural or handling factors may have contributed to the event as evidenced by two severe kinks and a curved body/shaft noted during analysis. According to the instructions for use, which is not intended as a mitigation of risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a 7mm x 30mm precise pro rx carotid self-expanding stent (ses) delivery system was unable to advance through a 6f 95cm non-cordis catheter. Upon removal of the 7mm x 30mm precise pro, a kink was observed on the delivery shaft. As a result, the stent was not deployed and there was no reported injury to the patient. Additional information was requested but was not provided. The device will be returned for evaluation. Addendum: product evaluation on 05-jul-2022 revealed a partially deployed condition to the stent, and functional analysis confirmed the stent could not be fully deployed.